Event description:
It was reported the patient had a loss of therapeutic effect two days prior to call. They wanted to adjust stimulation. Stimulation was confirmed on. The patient was directed to their healthcare provider¿s directions. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 3093-28, lot # va0mzlk, implanted: (B)(6) 2015, product type lead. (B)(4).